Manufacturer narrative:
The complaint was filed for a fast-fix 360 reversed curved needle delivery system however a fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no ts or suture remain on the delivery needle but were returned. Examination of the construct showed t1 is missing a small piece of its distal end and t2 is missing a piece of its proximal end. The suture showed no abnormalities. The devices actuator is in its t2 post deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Per the device instructions for use warning: do not push the deployment slider twice or the second implant will deploy prematurely. Updated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an unknown surgery, both anchors from the fast-fix 360 reversed curve needle delivery system were deployed simultaneously. There was a back-up device to complete the procedure with no significant delay. It is unknown whether the implants were removed or left inside of the patient. There were no injuries stated.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.